Event description:
The patient's spouse reported the left device system was explanted due to infection. The hcp reported the onset of the infection was in 2005. The patient's symptoms included drainage and incisional wound opening. Cultures were obtained from the device pocket and the burr hole cap. No organism was noted. The patient was treated with IV antibiotics and total device explant. The infection resolved. The hcp also noted the patient picked at the incision and contaminated the wound post-op. The device was not returned to the manufacturer for analysis. Refer to medwatch report # 3004209178200701220.